Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels weak but observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Customer received low result on (B)(6) 2015 and last week (week of (B)(6) 2015). Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 134 mg/dl and 133 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not able to read): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels weak but observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Customer received low result on (B)(6) 2015 and last week (week of (B)(6) 2015). Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 134 mg/dl and 133 mg/dl. Verified storage of product is within instructed spec. Test strips lot MFR's expiration date is 11/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not able to read): 1:162mg/dl, 2:354mg/dl, 3:242mg/dl, 4:131mg/dl, 5:74mg/dl. 6:143mg/dl, 7: lo (B)(6) 2015. Adverse event not reported.